Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after feeling a vibratory patient notifier. Et in bvvi. The remote transmitter sent a transmission stating the device was in bvvi. A device download was performed successfully.